Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. It was reported that there was moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: during investigation, the pump was returned with moisture in the battery compartment and in the pump. The pump was opened and there was moisture found on the display and support bracket. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was observed to be cracked from the top, traveling down to the bumper. The pump powered on to a dim and discolored display. Unrelated to the original complaint, the battery cap threads were stripped and the cap was unable to be secured to the pump.